Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg36-j10ur-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the objective lens unit cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens unit. In addition, we confirmed that the segment fluid damage, the light guide fiber bundle (lcb) broken, the suction channel buckled, the control body corroded, the lg prong corroded, the lg prong top corroded, the electrical connector corroded, the bending rubber leak, the insertion flexible tube (ift) leak, the root brace rubber cut, the remote control buttons cut, the light guide cable cut, the u/d and the r/l pulley wires worn out, and the us connector cable worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).